Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use state that potential device or procedure related adverse events include endoleak.

Manufacturer narrative:
(B)(4). Manufacturing evaluation results will be provided once they are completed. (B)(4).

Event description:
On (B)(6), the fsa was contacted by the physician stating that the patient that had previously received an excluder implant had presented emergently to ER. It was discovered that the gore excluder aaa endoprostheses had migrated and an endoleak was present. The physician reported that the original endoprosthesis had been implanted emergently on (B)(6) 2012 and that it was deployed 2cm below the renal arteries unintentionally. The device is now 4cm distal to the lowest renal artery. On (B)(6) 2016, two 36mm x 45mm aortic extender components were implanted, bridging the gap between the renal arteries and the proximal end of the endoprosthesis. The endoleak was resolved and the patient was released from the hospital 2 days later without incident.